Event description:
The complaint is reported as: "during the test before use, the light flickered irregularly because of the bad connection in the handle. Therefore, a new kit was used instead." No patient involvement.

Manufacturer narrative:
(B)(4). Received one (1) 4215 greenled handle, medium, with all internal components for inspection. The greenled handle was examined visually for any signs of abuse/misuse/damage. Nothing noted. The greenled handle was disassembled and laid out for inspection. All of the associated internal components show no signs of abuse/misuse/damage. No damage to the outside. There were no batteries returned with the handle. A fresh set (2) aa batteries were placed in the metal battery compartment. The battery retainer cap was screwed on tightly. The battery cartridge was inserted back into the handle and screwed down firmly into place, in the handle. A disposable green lite, mac 3 blade was attached to the handle and then engaged. The handle led was bright, continuous, with no light interruptions. Per the attached video clip, the blade was physically manipulated in such a manner as to simulate possible or use. No interruptions in the light transmission. The complaint cannot be confirmed. The complaint cannot be confirmed. A speculation of the problem might be attributed to the battery cap not being tightened down firmly which could have caused a break in the continuous, uninterrupted electrical circuit. However, during simulated lab testing, no fault could be found with the operation of the handle. See attached photos and video clip. No further action required.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the test before use, the light flickered irregularly because of the bad connection in the handle. Therefore, a new kit was used instead." No patient involvement.